Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 11 august 2020: lot 1910290: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2024-12-15, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported. Additional items involved in the event, batch review performed by medacta regulatory affairs department on 11 august 2020. Ball heads: mectacer 01.29.232h head biolox option ø 36 (k131518) lot. 1907391a. Lot 1907391a: (B)(4) items manufactured and released on 22-nov-19. Expiration date: 2024-11-11, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported. Ball heads: mectacer 01.29.241a sleeve size m (k131518) lot.1907392. Lot 1907392: (B)(4) items manufactured and released on 27-nov-19. Expiration date: 2024-11-12, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported.

Event description:
The patient had a revision surgery due to not healing of the incision. 5 days after it the patient had a second revision surgery due to infection and the pathogen is unknown. The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully. The primary surgery was 1 month and 5 days before this last revision surgery.